Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse primed the fluidics and noted that flow through the aspirate lines was slightly erratic and a large amount of fluid was in the wash wheel trough. The fse cleaned the wash wheel and, as a proactive measure, replaced the aspirate tubing and aspirate probes. There was no report of splashing on the mixer collets and the erratic aspirate flow is not likely to cause fluid in the wash wheel as the flow was in fact observed. The system was verified with a high sensitivity system check and a precision run; all verified testing passed within instrument and assay specifications. An exact failure mode could not be determined with the provided information.

Event description:
The customer reported a unicel dxi 800 access immunoassay system generated nonreproducible, high troponin I (accutni+3) and creatine kinase-mb (ckmb) for two patient samples. The elevated results were reported from the laboratory and questioned by the physician; the patient samples were repeated on an alternate unicel dxi 800 access immunoassay system, which generated lower results that were within the normal reference range. There was no impact to patient treatment as a result of this event. Review of the instrument's archived data file and event log show that the instrument had three errors prior to the generation of nonreproducible results. The three errors were "wash pick and place", "wash carousel cannot rotate due to an intersecting device", and "dispense probe plate motion failure." The instrument operator was able to initialize the instrument to a ready state and complete the patient sample run. A review of archived data file shows that cardiac quality control (qc) recovered within laboratory established ranges on the date of the event. A repeat qc run after the non-reproducible results were generated also recovered high for ckmb and accutni+3. Samples were collected in lithium heparin tubes and centrifuged for 7 minutes at 3600 rpm. The customer did not note any issues with sample integrity.